Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beep tones due to high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The lead was tested and noise was observed on the shock channel. The patient experienced muscle stimulation and a burning sensation during the threshold test. Subsequently, a revision procedure was performed. The entire ICD system was explanted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.